Event description:
Reports that "10 cc of morphine cannot be accounted for' and it is unknown how patient received it." Device contained morphine 2 mg/ml and 5% dextrose injection, usp, for a total fill volume of 60 ml. In 2002 at 11:15 pm, the respiratory therapist found the patient with "no respiratory effort and started to bag them." Next, a code was called. At the time of event the following vital signs were reported: 11:15 pm: heart rate = 81 b/mm, sinus rhythm, no record of pt's blood pressure and respirations, oxygen saturation 31% on room air." Next, patient started on "mask 02 at 15 liters." 11:18 pm: heart rate 72, blood pressure 132/60, respiratory rate not documented, "small oral airway" placed. 11:20 pm: heart rate 82, blood pressure 136/65, respiratory rate not documented, and patient started on "mask 02 at 15 liters." 11:22 pm: respiratory rate 16, "airway removed." 11:55 pm: oxygen decreased to 6 liters. Additionally, patient received two doses of narcan 0.4 mg, IV. First dose of narcan administered at 11:20 pm and second dose of narcan administered at 11:35 pm. At 11:35 pm patient's 02 saturation was 92%. Reporter stated that patient had successfully recovered after the two doses of narcan. Next, patient transferred to ICU for observation only. Per reporter, the ICU nurses had wasted approximately 50 ml of morphine. Reporter states that the nurses had measured the remaining volume of solution in the device by looking at the volume marks on the device itself. Per reporter, nurses had cut the delivery tubing and emptied the device after the remaining volume was determined. Per reporter the medications were wasted at 0:00 am the next day, however, the actual disconnection time of device from the patient is unknown. Device connected to the patient the day before 8:00 pm in the recovery room, and at 8:04 pm patient had received 2 mg of morphine "through the infusor." Reporter states that a nurse had depressed the pca button for the patient upon connection of device. Reporter states further that at the time of connection of device the patient was "drowsy," alert and oriented times three, and arousable when called by name. Per reporter prior to connection of the device patient had received three separate doses of morphine, 5 mg, IV push at 7:30 pm, 7:35 pm, and 7:42 pm. Patient transferred from the recovery room to a general nursing floor after connection of device. Per reporter patient stable while in the recovery room. Reporter states that patient's vital signs were stable upon the arrival to general nursing floor; however, reporter states that patient was "very drowsy" and the nurses had to continue to teach the patient about how to use the pca watch. Reporter states that there is "no record of pca when patient arrived to the general floor." Per reporter there is no documentation in the patient's chart and/or on the pca" after patient's arrival to the general floor. In addition, reporter states that patient developed hypertension after the surgery. Patient's blood pressure was 180/98. As a result, patient started on procardia. Reporter states that at 10:00 pm physician had prescribed procardia, 10 mg, sublingual, every 6 hours as needed to keep blood pressure below 160. Per reporter patient had received a dose of procardia at 10:00 pm. Reporter states that device was connected to a "20 gauge angiocath" in the left hand. Per reporter there was a simultaneous infusion of "d5/ 0.45ns with 20 meq kci" at 125 ml/h" at the same access site reporter states that no direct heat source (i.e. Heating blanket) was applied to the access site. Reporter has no information regarding the head height of device in comparison with the flow restrictor, however, reporter states that the device was definitely located above the access site. Reporter does not know whether the device was on the patient or on the IV pole. Reporter states that the patient had an unremarkable post - op course after this incident. Per reporter patient discharged home one week after uncident on 2 liters of oxygen via nasal cannula.